Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 9 weeks ago. Aneurysm and vessel morphology were not reported. The stent graft was implanted below an accessory left renal artery to preserve it. After the implant procedure, there was a type ii endoleak and it was decided not to do further intervention. It was reported that the patient returned for a follow up after 9 weeks and the endoleak was still present. The radiologist thought it was a type ii endoleak; however, the physician thought it was a type I. The type I endoleak was treated with a 5cm cuff from another manufacturer. The patient was fine.

Manufacturer narrative:
Evaluation results: endoleak, evaluation conclusion: graft implanted below accessory left renal to preserve it.